Event description:
Parent of home pt(hp) reports adding new heater bag to already spiked line of homechoice set during dwell 1 of automated peritoneal dialysis treatment. No pt injury or medical intervention reported by parent of hp or unit rn.